Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed a tear in the posterior view, measuring approximately 0.2 cm . No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: unknown (B)(6).

Event description:
One 275cc saline mentor smooth round moderate profile breast implant was received by the mentor failure analysis lab on 8/13/2019 with no accompanying information and was processed on 10/3/2019. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to the FDA.